Event description:
It was reported that the customer experienced a blood glucose (bg) level of 650-700 mg/dl. Reportedly, customer ran out of insulin during the night; however, once supplies were changed bg was still remaining high. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 8/17/2022 with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
Per the tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.